Event description:
Alleged they've had multiple pt falls resulting in one injury to a pt who required stitches. Alleged the bed exit was set and didn't alarm.

Manufacturer narrative:
The technician stated the bed and model number allegedly involved in the event was not known, and not recorded by the facility. No info was available regarding the event other than t he pt had fallen and required stitches.